Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, the authors reported six eyes that underwent needling of the bleb for cyst formation at six months following a glaucoma filtration device (gfd) implant procedure. The purpose of the article as to describe a study that compares the outcome of gfd implantation versus trabeculectomy in patients with ocular hypertension after pars plana vitrectomy and silicon oil injection. Additional information has been requested. There are three medical device reports associated with this literature article. This report is for the six eyes that underwent needling of the bleb for cyst formation at six months following a glaucoma filtration device (gfd) implant procedure. This report is the third of three reports.